Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient on impella cp and the p-level was dropped as there were suction alarms. The medical doctor left the lower p-level and explanted the pump the following day. The procedural outcome was the patient survived surgery.